Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the cause was determined to be the blown fuse, and there was no problem with the clv-180. No further information available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as the customer reported no other issue with the light source. An olympus technical support engineer provided the customer the part number (maj-1412) to replace the blown fuse. This report will be supplemented if new information becomes available later.

Event description:
A customer reported that the evis exera ii xenon light source had a blown fuse. There were no reports of patient harm associated with this event.